Manufacturer narrative:
Concomitant medical products: product ID 5086mri58 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited possible intermittent t-wave oversensing (twos), and undersensing. The rv lead remains in use. It was reported that the right atrial (ra) lead exhibited far-field r wave oversening. The ra lead remains in use. No patient complications have been reported as a result of this event.